Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access gravity solution set contained particulate matter inside of the fluid path. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted particulate matter; however, it was outside the fluid path. The particle was identified as a thimble particle used during the manufacturing process. The cause of the condition was determined to be related to the manufacturing process. A nonconformance has been opened to address this issue. Additionally, retention samples were analyzed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.